Manufacturer narrative:
On 17-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and noise on all ECG signals occurred. It was reported that when the pentaray catheter was connected to the patient interface unit (piu) and there was noise on all channels (pacing lead, cs catheter, & pentaray catheter signals) displayed on the carto 3 system and the recording system. The cable was replaced without resolution. The pentaray catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The noise issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav and noise on all ECG signals occurred. It was reported that when the pentaray catheter was connected to the patient interface unit (piu) and there was noise on all channels (pacing lead, cs catheter, & pentaray catheter signals) displayed on the carto 3 system and the recording system. The cable was replaced without resolution. The pentaray catheter was replaced and the issue was resolved. The procedure continued. There was no patient consequence. The customer's initial reported noise issue was not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 14-jan-2025, additional information was received indicating that there was noise on all ECG signals on both the carto 3 systema nd the recording system and there they did not have another system to monitor the patient¿s hearth rhythm. The issue was only observed while the pentaray nav was plugged in, so we could just unplug it. The noise looked like an intermittent pacing spike across all channels every 1000ms or so (pacing was definitely not on).